Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/03/2014 with the following findings: a battery compartment crack was observed. The returned battery cap was able to be secured properly to the pump. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy check. The force sensor was found to be out of calibration. No damage or defect was found to the force sensor circuit. It was reported that the pump was exposed to x-rays; the user guide warns the patient not to allow the pump to be exposed to x-rays. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and force sensor calibration issue. This report is made based on results of the investigation performed on 12/03/2014.